Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 36 mg/dl. Customer was treated with food. Customer stated that they changed her battery and the screen went blank and popped up with number four then went blank again. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.